Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they woke up to the insulin pump beeping. They took the battery out but it won¿t turn off. There was no alarm present on the screen but it had a constant tone. The screen had a dark circle on it. There appeared to be condensation on the edge of the insulin pump. The insulin pump had been exposed to moisture. The customer¿s blood glucose level was 166 mg/dl. The customer also reported that the buttons on the insulin pump were not functioning. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Unable to perform the functional test or verify frozen screen due to blank display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.